Event description:
It was reported that the sys failed to power to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.